Event description:
It was reported that (1) atw35 was used during a laparoscopic appendectomy procedure. It was reported by the representative that the hosp notified him that an atw35 "locked out". The surgeon used another instrument to complete the procedure. There was no conseqence to pt.